Event description:
It was reported that a balloon issue occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the balloon was inflated at nominal 6atm, it was noted that the balloon did not inflate. The physician removed the balloon and tried to flush outside but the balloon was leaking at the edge and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient complications.